Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin, prefilling the cartridge and failed to properly cycle the cartridge. Tandem clinical support educated the customer to always use room temperature insulin, fill cartridge at supply change, and properly cycle the cartridge before use. The customer could not recall how they resolved the occlusion alarms, but they were able to resume insulin therapy on the pump. There was no adverse impact to customer¿s blood glucose level.